Manufacturer narrative:
In line with the investigation of the first report of a ventilation failure (9611500-2017-00263) the replaced pressure sensor and the log files were analyzed. The pressure sensor was installed in a laboratory device, was calibrated and was subject to a device self-test and a long-term operation in pressure mode. No failure could be identified. The evaluation of the log file showed that on the date of the reported event, (B)(6) 2017 after an inconspicuous start of the ventilation in pressure mode the failure ¿insp press sens disconnected¿ was entered to the logs and was issued again after a few seconds and was finally confirmed. Due to the failed pressure measurement the ventilator conducted an autonomous shutdown while changing mode to man/spont. Simultaneously the ventilator failure was alarmed acoustically and visually. The shutdown is carried out due to safety reasons as in this case the pressure limitation for the breathing circle is no longer functional. Manual ventilation and gas dosage are not affected. Besides a technical reason for a sporadic failure of the sensor (which could not be confirmed) also a combination of a slow rising time of the pressure, spontaneous breathing/coughing of the patient interpreted as a hardware failure can cause a shut-down of the ventilator. As for the actual case the cutoff was only of a temporary nature latter seems likely. Further it was initially reported that the smell of anesthesia gas was noticed. According to the customer a leakage could not be found. Generally it can be stated that in case anesthesia agent is entered to room air an absorption of hypnotic or toxic concentrations is extremely unlikely due to a transfer rate of 15x/h. The reported failure reoccurred again a few days later (9611500-2017-00264). Therefore the log file was readout on site and the assembly pcb analog was replaced and was provided for investigation. According to the log records it could be comprehended that on august 7th 2017 after an inconspicuous start of the ventilation in pressure mode again a temporary failure of the pressure sensor was recorded. The device has reacted as specified for this failure by shutting down autonomously and switching to man/spont; accompanied by an acoustical and visual ventilator failure alarm. As the replaced pcb analog was sent for investigation without integrated pressure sensors two pressure sensors available in the laboratory were installed and calibrated. The pcb was then subject to a device self-test as well as a long-term test in pressure mode. During these tests no failure could be found. Therefore it can be concluded that also in this case the root cause cannot be found on a technical level as already described above. No further failures were reported.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
Reportedly the device alarmed and displayed that automatic ventilation is no longer possible. The anesthesia was continued using manual ventilation. No patient injury reported.